Manufacturer narrative:
Upon investigation, the technician found that the brake casters on the device were worn out due to age and regular wear and tear associated with devices this age. The brake casters have been in service since 1992 and the brakes were last replaced in october 2006. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the brake caster and brake steer caster to resolve the issue. Based on this info, no further action is required.

Event description:
The technician reported the brakes are not holding. The bed is located in the facilities warehouse. There was no pt/user injury reported. (B)(4).